Manufacturer narrative:
The device has been received by depuy synthes power tools. The customer's complaint was not confirmed. However, the device did fail the temperature assessment. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the attachment "falls off" the device. It was reported that the device was in used during surgery, but without any pt or user injury reported. It is unk if medical intervention or delay in the procedure occurred. The date of the event is unk and no add'l info provided.